Manufacturer narrative:
As of the date of this report, the fenestrated bipolar forceps instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the tip of a fenestrated bipolar forceps (fbf) instrument broke off and fell inside the patient. The broken piece was visually located and removed. Although, the fragment was retrieved, no additional surgical intervention was required, and there was no patient harm, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of a fenestrated bipolar forceps (fbf) instrument broke inside the patient but was successfully removed during the same procedure. The procedure was completed with use of a backup instrument. There was no reported injury. On 08/13/2019, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a (total abdominal hysterectomy; tah) the tip of the fenestrated bipolar forceps (fbf) instrument broke off inside the patient. The broken piece was visually located and removed. A new fbf instrument was inserted and used for the remainder for the surgery. The procedure was completed with no patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, and h10. 4307 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported complaint; the tip of the instrument broke. The instrument was found to have a broken grip at the grip base; a piece had broken off the yaw pulley. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the tip of a fenestrated bipolar forceps (fbf) instrument broke off and fell inside the patient. The broken piece was visually located and removed. Although, the fragment was retrieved, no additional surgical intervention was required, and there was no patient harm, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.